Event description:
Carefusion technical support received a call from a biomed at one of our user facilities requesting that a complaint be generated for one of their ventilators. According to the biomed, the "map was drifting erratically". The unit was in the hallway when the biomed got there, so he is not sure whether the pt was weaned or switched to another ventilator.

Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative was unable to duplicate reported the issue. He performed a circuit calibration, and performance test, to confirm that the ventilator was performing according to factory specifications. The ventilator was released back to the customer ready to be placed back into service. Carefusion set a request for additional information (pt involvement, status of the pt, etc.), to the customer on february 16, 2015, but we have yet to receive a response. Should we receive additional information on this event, a followup medwatch report will be submitted.